Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
One single dpt - vamp adult kit was returned for examination. The reported event of tubing issue was confirmed. The tubing detached from the bond joint with a vamp adult reservoir stopcock. The detached tubing was not returned. Indications of bonding material was evident on some locations of the reservoir bond surface area. It was also found that tip of the IV spike had been cut. Cross surface of the spike appeared smooth and even. No other visible damage was observed from the kit. A review of the manufacturing records indicated that the product met specifications upon release. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint and implement any necessary corrective actions. It is common clinical practice to inspect all products before usage. These products are used by highly trained clinicians, experienced in identifying and mitigating any hazards that arise during use. In addition, they are used in critical care units or ors where patients are closely monitored. If the pressure tubing becomes detached during use, it will affect the pressure waveform, which will immediately alert the clinician to begin the troubleshooting process. Invasive procedures involve some patient risks. Although serious complications are relatively uncommon, the physician is advised to consider the potential benefits in relation to the possible complications. In this event, there was no patient compromise noted. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that during use of this disposable pressure transducer with a vamp, the pressure tubing detached from the vamp reservoir on the third day of use. 5-10 ml blood loss was observed. There was no allegation of patient injury. The device was available for evaluation.

Manufacturer narrative:
The investigation of this pressure monitoring kit with a vamp adult concluded that a potential root cause could be related to an incorrect solvent bonding execution during the assembly process. Personnel acknowledgement was conducted at the manufacturing site to prevent recurrence of this type of complaint.